Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm maverick² balloon catheter was selected to dilate the lesion. The balloon ruptured. The number of inflations and to what atms is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no original packaging or other devices. The balloon was tightly folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (12atm) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm maverick 2 balloon catheter was selected to dilate the lesion. The balloon ruptured. The number of inflations and to what atms is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).